Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty charge coupler device unit and black dead image. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the rainbow-colored image was due to faulty charge coupler device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head displayed a rainbow colored image. The issue occurred during the inspection prior to use. There were no reports of patient harm.